Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05390 and 2134265-2016-05388. It was reported that the patient died. The patient was presented with chest pain and was admitted in the emergency room. Vascular access was obtained via the radial artery. The 90% stenosed, 28m in length, 2.75mm in diameter was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). After pre-dilation was performed using a 2.0x12 balloon catheter, a 2.75x32mm promus element ¿ stent, a 2.75x38mm promus element ¿ long stent and a 2.50x38mm promus element ¿ long stent were deployed in the lesion. However, during the procedure, the patient died.